Manufacturer narrative:
After sending the initial report on (B)(6) 2021 we noticed that the date of the batch review was worng. Here below the correct version. Batch review performed on (B)(6) 2021: lot 2004813: 75 items manufactured and released on 25-sep-2020. Expiration date: 2025-09-16. No anomalies found related to the problem. To date, 56 items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
Batch review performed on 23.april.2021: lot 2004813: (B)(4) manufactured and released on 25-sep-2020. Expiration date: 2025-09-16. No anomalies found related to the problem. To date, 56 items of the same lot have been already sold without any similar reported event.

Event description:
2 weeks after the primary surgery the patient came in reporting pain due to a peri-prosthetic fracture of the femur and the cause of the fracture is unknown. The surgeon revised the medacta stem and head with a competitor's product and revised the medacta liner with a medacta liner. The surgeon cabled the fracture and the surgery was completed successfully.